Event description:
It was reported the customer experienced occlusion alarms. The customer went to the emergency room with a blood glucose level of 435 mg/dl with elevated ketones. The customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.